Event description:
It was reported that while prepping the stent (subject device) and advancing it over the guidewire, the stent partially deployed. There were no clinical consequences to the patient.

Manufacturer narrative:
Additional mfg narrative: the device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and the stent was found to be partially protruding through the outer body distal end. No friction was noted when moving the inner body and outer body, and the stent was successfully deployed during functional testing. No other anomalies were noted. Because the reported issues were noted during preparation and without patient contact, the cause is believed to be related to handling damage. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device was not returned.

Event description:
It was reported that while prepping the stent (subject device) and advancing it over the guidewire, the stent partially deployed. There were no clinical consequences to the patient.